Manufacturer narrative:
Concomitant: product ID neu_stylet_acc, product type accessory. (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider, via the manufacturer representative, reported there appeared to be tissue inside a portion of the tined lead during the procedure, perhaps indicating a fracture at electrode 1. This was discovered as there was no response during testing with electrodes 0 and 1. The lead was removed, repositioned, and retested at least three times. The surgeon decided there was a risk the lead was faulty so they removed it and replaced it with a new lead. The issue was resolved. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the tined lead found no anomaly. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.